Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia as well as alleging that the insulin pump was under delivering. The customer's blood glucose level was 23 mmol/l and 23.4 mmol/l. The customer was treated with needle for high blood glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The device will not be returned for analysis.